Manufacturer narrative:
Other relevant device(s) are: product ID: 8780 lot/serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter; ubd: 02-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for use was spinal pain. It was reported the patient was having more pain now than they had before the implant. It was noted the patient also had a couple infections and was going to be seen for wound care. The patient went to the hospital because ooze was squirting out of their body. It was reported they would not give the patient any kind of pain medication. Later the patient mentioned antibiotics. The patient had oozing out of their back at the incision site for the catheter. The patient's pump was located in their abdomen on the right-hand side, that was the 2nd infection. The patient was hospitalized for it and the consumer tried explaining to the healthcare provider (hcp) about additional pain because the patient was asking for dilaudid. The patient noted that was the only time they had some relief, but it did not last, they even have raised dosage. When asked what the medication was in her pump the patient noted they did not know, they did not give the patient a printout with their dosage and have not told the patient. The patient was told it was a morphine pump. The patient was still on their fentanyl patch, the same dosage as before the pump was placed. The event date was not known. The patient was in worse shape than before. The patient went to the hospital with infections and so much fluid squirting out from t heir front they would not touch the patient, they sent back to the implanting neurosurgeon, but he had washed his hands of the patient. The patient had an appointment scheduled for (B)(6) 2019. Additional information was received from the healthcare provider (hcp) (B)(6) 2019. The infections were first noticed on (B)(6) 2019. The cause of the infections was not determined. Regarding actions/interventions taken to resolve the infections, the hcp reported the patient was started on antibiotics on (B)(6) 2019 and advised to follow-up on (B)(6) 2019. The infections had resolved at the time of the report, (B)(6) 2019. No further complications were reported or anticipated.